Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient¿s spouse has "breast implants and has had problems with them", "radial folds" and "focal liquid accumulation adjacent to the left implant margin is evident". The device remains implanted. This is for the left side.